Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door four had malfunctioned. The customer stated that malfunction caused delay when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door number four on tower (2) had been malfunctioning and double-clicking due to issues with the latch assembly, likely involving micro switches and loose wire harness connectors. A field service engineer applied carbon conductor grease to all latches, re-tightened all wire harness connectors inside the tower, and performed a visual preventive maintenance check. After remediation, the customer successfully logged into the user application, tested all doors multiple times without any failures or double-clicking, and recovered storage space. No further repairs were required at that time. The system functioned as intended after the field service engineer repaired the device.